Event description:
This lead was explanted and replaced. The patient was in for a regular device upgrade after the pacemaker met longevity. This lead had to be removed to make room for the new lead. There were no adverse patient side effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.